Event description:
It was reported that on 06 april 2023, a 36 mm amplatzer septal occluder was chosen for implantation into an atrial septal defect (asd) utilizing an 12f amplatzer trevisio intravascular delivery system. The asd was measured to be slightly greater than 32 mm. During deployment, the left disc of the device inverted and became conical while attempting to recapture. There was no interaction with cardiac structures during deployment. It took a few attempts to get the occluder back into the delivery system. The device was deployed and recaptured multiple times during the procedure but still exhibited the same deformation. The device was removed from the patient, deployed outside of the patient on the back table, and then re-inserted into the patient, but the same deformation was still observed. The device was replaced with a 38 mm amplatzer septal occluder, but the device was determined to be too large for the defect. There was no angulation or kink in the delivery system. No device was implanted. There was a significant delay in procedure, but the patient was not hemodynamically compromised. There were no reported adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no angulation or kink in the delivery system was noted, there was no interaction with cardiac structures during deployment, and an 12f delivery sheath was used. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.